Manufacturer narrative:
Device evaluation: one device was received. Per visual inspection, damaged battery door and parapac plus casework kit. Non-OEM small knobs. The reported problem was duplicated by visual inspection. Battery door was broken off and replaced. Replaced parapac plus casework kit, sintered filter, retaining o-ring, fitting o-ring, 3.6v lithium battery and 310 instructional labels, small knobs, and caps. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available..

Event description:
It was reported that the battery door was cracked. Patient involvement is unknown. Additional information was requested. Response received was "there is no further documentation needed. This is only a repair for a cracked battery door". No further information on patient involvement provided.